Manufacturer narrative:
Unit received with blank display. Unable to download using thump software due to display anomaly. Unable to perform sleep current test, active current test and self-test. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding electronic assemblies and motor assembly causing electrical short not allowing unit to turn on or access to download. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, cracked case, scratched case, battery tube threads - cracked, cracked case (battery tube) and label damage (faded). In conclusion, customer concern for blank display was confirmed due to moisture on electronic assemblies. Pump failed to download history files and traces due to moisture damage on the electronic assembly. Cosmetic damage confirmed at the battery compartment when cracked case, cracked battery tube case and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposure to moisture, blank displays, and damage (physical or cosmetic). The customer reported no adverse events. The event involved product(s) mmt-1884. The customer reported that the pump was exposed to moisture. Fluid was present in the pump. The pump did not return to normal function, fluid was reported under the lcd, or the customer reported hearing fluid when shaking the pump. The customer reported a blank display. Battery cap contacts and battery compartments and/or springs are not damaged. The display did not return after inserting a new battery. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.